Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a door was unable to close. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was unable to close. A field service engineer confirmed that customer resolved the issue with the help of pharmacy by clearing the medication jam. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Correction: section e - initial reporter occupation, section g - report source and section h - device eval by manufacturer and imdrf annex b grid

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a door was unable to close. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.